Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported they received two cases of suction canisters where the boxes were damaged upon breaking down their pallet. They were not noticed as the boxes were in the middle. The product looked usable but on multiple occasions they stopped working mid procedure during various planned gastrointestinal procedures. There was a 1-2 minute delay to switch out the canisters. Event date is unknown. No demographics were provided. No injury to patient. Patient reported doing fine.

Manufacturer narrative:
Supplemental report is being filed since the results of investigation are available. Device history record (DHR) of the complaint lot was reviewed. The lot was inspected and released in compliance with all requirements. A sample was not provided for evaluation; therefore, an evaluation of the complaint device for deficiency of construction could not be performed. We are unable to determine a specific assignable cause for the reported incident. If the canister had a crack before applying suction, this would prevent the unit from functioning as intended. Per the directions for use included with the product, canisters, lids, and components should be inspected for damage from shipping, storage, or handling prior to use. We will continue to monitor trends for this product.